Manufacturer narrative:
Follow-up telephone conversation with mr. Bunch realized that the catheter had not kinked or cracked (as originally reported), and that the defect was clearly a hole in the catheter. The hydropic was explanted and replaced with a midline catheter since a PICC was no longer needed for treatment.

Event description:
It was reported that the hydropic catheter had been successfully implanted on (B)(6) 2020 without any issues. Then, nine days later, it was reported that the catheter had retracted approximately 6 cm outside the patient and that a crack in the catheter became evident after attempting to flush it.